Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall, and the user had restarted the device multiple times before contacting support; the pump was replaced and instructions were provided on shutdown, data sync to the mobile app, and continuation of cgm use with dexcom. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included device replacement and user education, with return logistics arranged. Investigation included a review of the complaint details, verification of device information, and troubleshooting support. Investigation of this device revealed a device motor stall consistent with a mechanical or drive system malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the pump¿s motor function.